Event description:
Rep brought 2 boxes of the endoflip imaging probes to my office (10 units in all with the same lot #). He said all of them were defective and should be sent back to the company. The company was made aware, and they will be either replacing them, or giving the hospital credit for the 10 items.